Event description:
Catheter was placed in subclavian without incident or complications. The catheter was inserted at 1645 and the balloon ruptured at 2300 hours. The doctor injected air into the balloon; however, it would not return in the syringe.

Manufacturer narrative:
Result: without a lot number we are unable to review the device history or inspection records for any irregularities that may have been found during the manufacture of the product. Conclusions: the sample was not available for analysis; therefore, we are unable to determine the root cause for the problem encountered. A review of the mfg process was completed. The catheter assembly goes through visual inspection during the mfg process to check for defective balloon. Catheter assembly also goes through 100 percent balloon inflation test, which are performed at subassembly, final assembly and packaging stations to check for defective balloon. These tests are designed to detect any issues associated with the integrity of catheter body assembly and bonding. (B)(4).